Event description:
It was reported that the customer was hospitalized. Customer has been experiencing high blood glucose from 280 up to 500 mg/dl. Current blood glucose was 400 mg/dl. Level at the time of the hospitalization was 280 mg/dl. It was stated that the customer went to the hospital to clean bowels and in the process his blood glucose elevated. Customer has gastroparesis and other health issues. Customer also had low blood glucose of 37 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were incorrect and basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.